Event description:
Customer reported that her insulin pump had shut off in the middle of the night. The customer's blood glucose was 397 mg/dl. She had treated her high blood glucose with a manual injection. She also stated that her insulin pump turned on after she had unscrewed the battery cap. Troubleshooting found the insulin pump passed the self test. The customer was advised to monitor the insulin pump. No additional info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).